Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 062 alarms during the rewind, load, and prime steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the black box alarm history showed no evidence of a cs 062 alarm. The rewind, load and prime were performed with no cs alarms being duplicated. The pump was exercised for 24 hours with no call service alarms duplicated. The pump cover was removed and there was no evidence of moisture or damage observed. Unrelated to the original complaint, the battery compartment was observed to be cracked above and below the bumper pad. Additionally, when the pump powered on, the display screen was discolored. (B)(4).